Manufacturer narrative:
A system check was run following the erroneous result which failed. A field service engineer (fse) was dispatched on-site (B)(4) 2011 and found a dispense probe had a hole in it. Fse replaced the dispense probe and verified system performance to published specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false troponin (accutni) result generated by the unicel dxl 800 access immunoassay system. The erroneous result was reported outside the laboratory. There was a change to patient treatment. However, the specific treatment received was not provided. No reports of death, injury, or change to patient treatment have been reported in connection with this event.